Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to verify lost sensor alarm, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Unit received with missing display window cover, pillowing keypad overlay and minor scratches on case. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had a intermittent response by button press. Customer stated that buttons are ok. Customer stated that replaced battery of insulin pump and buttons still unresponsive. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.